Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devises associated with this report were not returned. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions about the reported event: although it is reasonable to conclude the above mentioned fall three months after original surgery contributed to the reported event. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devises associated with this report were not returned. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions about the reported event: although it is reasonable to conclude the above mentioned fall three months after original surgery contributed to the reported event. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt had a fall three months after original operation and has complained of increased pain, suspected rotator cuff tear plus or minus glenoid loosening following fall. During revision surgery, rotator cuff tear repaired, glenoid was removed.